Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was sleeping and had a small phone case. The customer stated that there is a circle next to the daily summary and it stated square. The customer stated that the buttons were not working properly. The customer could not recall anything significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.